Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 110 mg/dl. The customer stated that she was in an accident due to the hypoglycemia. Troubleshooting was performed, and the insulin pump was reading the reservoir volume correctly. The customer last changed her infusion set two days prior to the event. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.